Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that when trying to prime an impella for in-service, an error appeared and then automated impella controller failure occurred. Four different test pumps and five different cartridges were tried but they all resulted in the same error. There was no patient involved. Another automated impella controller was used.

Manufacturer narrative:
Data analysis: the complaint was confirmed by the imc and rt logs. Consistently on the complaint date, the console alerted the user that the priming was not completed and that a kink was detected "imcgui: casestart: msg c:90 e:3031 0x82918c8 screen curr:8 prev:8 (3009)". This screen is triggered in the source code when purge pressure is greater than the difference between the fast prime max pressure and the change in pressure. The purge ticks would plateau each time and purge pressure would also flatten but would have some variability. There was also one instance during attempted priming of the aic getting purge pressure high into purge system blocked alarm which are related to the inability to prime. Additionally, there were a multitude of impella stopped controller failure alarms received by the user with the pmd constantly resetting and 2 instances of a controller error from event #138 due to pump speed deviations. Unrelated to the complaint, there were instances on the complaint date and 3/5 of the optical bench resetting with a pump connected triggering a log entry for optical bench communication lost while the bench resets. The rt logs show the optical sensor fast triggering to -1638.4 mmhg (sampled at 250 hz) but the placement signal is unaffected (25 hz). Device analysis: the inability to prime was not reproduced during testing. Additionally, the purge unit was a disassembled but there was no evidence of anything that could have prevented priming. Purge pressure accuracy was confirmed to be passing step 12 of pm. The pump stops were also not reproduced as the console was able to constantly run pumps without issue. The optical bench failure was reproduced during testing. Current into the optical bench was found to be around 430 ma with the original optical bench but dropped to 405 ma with a known good optical bench, and the fast-triggering raw optical sensor went away. Root cause: the cause of the inability to prime was not determined since the failure mode was not reproduced. Repair: as a precaution, please replace the purge assembly (0042-3026) and optical bench (0042-3015p) on ic1939 then perform sections 10-12 and 23 of pm (0042-7309) and functional check (0042-7316).